Manufacturer narrative:
(B)(4). (B)(6). Customer did not request for a field service specialist visit to the site and only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported an small electric shock from the handpiece and that the handpiece became warm in the 4th or 5th operation. It was reported that the phaco test beforehand was ok. The customer used a new handpiece and it worked. There was no patient involvement or user injury reported.

Manufacturer narrative:
The initial reporter email was inadvertently not included in the initial MDR report and it is captured in this report (B)(4). Results codes: an additional results code was used to capture the electrical problem. Device evaluation: the actual handpiece was not returned for additional evaluation. Therefore, no additional product/component testing will be performed. The customer technical support specialist was at the customer site and he did troubleshooting (inspected the device) and confirmed that the handpiece was faulty. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: device available for evaluation?: yes, returned to manufacturer on: 10/7/2016. Device returned to manufacturer?: yes. Product/component testing: the phaco field service specialist visited customer site and tested customers¿ three handpieces which they claimed to have issues and found issue with only one of them and marked it. The suspect handpiece was returned to amo and the damaged cable was confirmed. The most likely root cause was identified to be worn/degraded cable. All pertinent information available to abbott medical optics has been submitted.